Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Following the procedure, the physician who is a trained user of mynx selected the mynx vascular closure device 6f/7f for arterial closure. It was reported that the patient returned to the hospital on (B)(6) 2012 with leg pain and was referred to surgery for a cut down and removal of thrombus from the leg. On (B)(6) 2012, the sales professional reported that the patient was released from the hospital and was reported as doing fine.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1126403) indicated that the device lot met all established performance criteria prior to shipment.